Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of load set, close door was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch not functioning as intended. The upper auxiliary assembly requires replacement to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed close door, not recognizing a closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.